Event description:
Event description cpi received information that this ventak mini ii implantable cardioverter defibrillator (ICD) was oversensing. Printouts of surface ecgs were forwarded to cpi for analysis. The ICD remains implanted at this time.